Manufacturer narrative:
Analysis summary: analysis confirmed the customer comments of cracked overlay and printer not working but was unable to confirm the comment of a broken screen support arm, but did note that the hinge plate screws were loose and missing. It was additionally noted that the power supply was causing an overheat message, the printer cable was damaged, the stylus tip was loose, the power cord bay was broken, the keyboard and keyboard slide cover were missing and the right keyboard hinge was broken. All found defective parts were replaced and all other identified issues were resolved. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen and back screen support arm and that it would not print after interrogating devices or run paper. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that programmer subsequently tested out of specification during manufacturer's analysis.